Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon attempt interrogation, the pulse generator could not be interrogated. The device was interrogated again and exhibited backup vvi operation. The device telemetry could not be restored. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.